Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 8/26/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a nephrectomy procedure on (B)(6) 2025 and suture was used. During a robot-assisted partial nephrectomy, there was no problem with loading into the applier, but the clips did not firmly close even when gripped tightly. Only three cartridges, the lot number is 101skh, were retrieved. The sales rep who attended the surgery proposed to use a replacement product, and the surgery was completed (all opened products in lots 102r0u and 103c87 as a replacement product were no problem). Another device was used to complete the case. There were no adverse consequences to the patient. Three devices will be returning. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/22/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample determined that the xc200 (c) cartridge was received along with one top foil and with six clips loaded. However, one clip was moved inside of the cartridge due to improper handling of the clips. The clip moved was accommodated in the cartridge and tested for functionality. Upon functional testing of the clips, the instrument loaded, retained, and deployed 6 clips as intended. Due to the condition of the clips, the reported complaint was confirmed by an external cause as improper handling. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.